Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +20.5d) was explanted from the right eye after two light treatments. The patient was dissatisfied with the quality of their vision, specifically glare and starbursts. Another lal (sn (B)(6), +20.5d) was implanted as a replacement. Rxsight's first awareness of this event was on 08/08/2024. Reference report #3012712027-2024-00148 for the report on the left eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).